Event description:
It was reported they could not get the patient programmer to work. It was noted the patient had ¿problems over the weekend¿ and they tried to check the implantable neurostimulator (ins) with the patient programmer. It was noted they used the patient programmer very infrequently. They had changed the batteries but the programmer would still not turn on. They tried a different set of batteries that stated alkaline instead of (B)(6) and the patient programmer then turned on at the time of report. When the stimulator was on, they had developed a new fairly severe dystonia on their right side. It was noted the parkinson¿s disease affected largely their left side. It was noted they ¿essentially had no issues with dystonia¿ since they had their stimulator had been turned on. One to two days prior to report the patient felt a sensation that seemed to go from their head to their foot on the right side only. It was stated they developed a dystonia on their face and right arm and it was ¿pretty significant.¿ it was noted they felt the shock-like symptoms about 4 days prior to report. It was noted they felt they had some spasms in their face. It was stated they didn¿t see too much except some fluttering in their eye lid. The patient¿s symptoms were ¿really dramatic¿ before they took their medication the day prior to report. It was noted they had improved a fair amount after they double dosed them on their medication so they felt that they were parkinsonian problems. It was noted the patient had never had that before and the onset was quite abrupt. It was further reported there was a 50% or greater symptom reduction until the unit turned off then on. The cause of the event was not determined. It was noted it was possible partial wire fracture from bench pressing. It was noted it was device related with a possible lead fracture. It was stated reprogramming was needed. A review of impedances revealed that the combination used for stimulator showed a change from ¿normal¿ to ¿head turned¿ and then ¿pressure at connection site¿ case +1 was 5333, then 1385, and then 1740 on (B)(6) 2014. It was noted after reprogramming was performed, the patient was no longer able to feel the shocking sensation. The patient had an x-ray of their chest, skull, and cervical spine and the leads appeared intact. The patient was referred to neurosurgery for further evaluation and an appointment was scheduled. It was stated the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va0405a, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot# va03x0t, implanted: (B)(6) 2013, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).